Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13253. It was reported that when the patient presented for a routine visit, atrial lead noise on the rv discrimination channel was observed. There were multiple inappropriate mode switching due to the lead noise. The noise was reproduced in clinic with myopotentials. Episodes of rv oversensing were also observed. A lead integrity issue was suspected due to an episode of oversensing on the discrimination channel during atrial lead noise. No programming changes were made, but the patient was placed on remote monitoring. The asymptomatic patient was stable and will continue to be monitored closely via remote transmission.